Event description:
It was reported that a user experienced intermittent loss of dexcom g7 sensor data on the ilet after removing and being away from the ilet, with the sensor reconnecting during the call and displaying glucose values; the event involved signal loss between the cgm sensor and the ilet. Symptoms included no reported adverse clinical effects. Outcomes included no impact to blood glucose control and no medical intervention. Investigation included user education and troubleshooting by guiding the user to keep the sensor in proximity to the ilet and to allow time for data to display after reconnection. Investigation of this case revealed that the device functioned as designed once proximity was restored and that the loss of communication was consistent with expected bluetooth range limitations. It was concluded that the event was attributable to signal interruption due to distance between devices, with no device malfunction identified.